Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor position encoder error alarm and then motor error and the alarm could not be cleared. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown. The insulin pump is out of warranty and would not be replaced.